Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported could not adjust the pressure. The field service engineer (fse) duplicated the reported problem. The customer reported that the unit was not in use on a patient. The fse disconnected tubing, proximal pressure port and machine pressure port. The fse re-seated the tubing to the ports and it fixed the problem.